Event description:
It was reported that during an unknown procedure the control module had an extraneous noise. It was unknown how the case was completed. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be MDR malfunction. The analysis site confirmed the customer complaint and found that a broken dc motor adapter the blue cable connector was causing the unit not to cut and make loud noises. To correct this issue the analysis site replaced the dc motor adapter. Per the service manual, service test were performed within no function faults found. As part of the standard service process, replaced the muffler, applied loctite to the hand/foot switch connector, and applied dow corning lubricant to the dc motors. Also, performed the dc motor adapter upgrade. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.